Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient's implantable cardioverter defibrillator (ICD) recorded atrial tachy response episodes due to respiratory rate trend (rrt) oversensing on the right atrial (ra) lead. Trending shows periodic increases in the ra impedance, likely due to spring contact issues. Technical services recommended for now to turn off the rrt feature and then monitor ra pace impedances. If the issue persists device change out should be considered. This ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient's implantable cardioverter defibrillator (ICD) recorded atrial tachy response episodes due to respiratory rate trend (rrt) oversensing on the right atrial (ra) lead. Trending shows periodic increases in the ra impedance, likely due to spring contact issues. Technical services recommended for now to turn off the rrt feature and then monitor ra pace impedances. If the issue persists device change out should be considered. This ICD remains in service and no adverse patient effects were reported.